Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7619385 number, and no non-conformances were identified. Manufacturing date: 08/16/2018 expiration date: 08/12/2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7310936, and no non-conformances related to the reported complaint were identified. Manufacturing date: 03/25/2016. Sterilization expiration date:03/24/2020. A manufacturing record evaluation for 7619385 is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced suspected deflation of an unknown side post procedure. The patient noted a change in the size of the implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot and serial number of each side was provided; however, mentor is not aware of which side is the complaint device. (4. Lot) and (4. Serial) have been updated to reflect this. If this information becomes available in the future, a supplemental report will be submitted.